Manufacturer narrative:
Lot#: 5711348. A titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A group of separations, indicating contact with unshod instrumentation, was noted on the inlet tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on all tubes of the pump. These were not sites of leakage. Abrasion was also noted on other areas of both exhaust tubes of the pump. Microscopic examination of the detachment end of the exhaust tube with no strain relief attached and inlet tube of the pump showed surfaces to be rough and irregular, indicating stress was exerted. A separation was noted in the bladder of cylinder 1 near the base. This is a site of leakage. Microscopic examination revealed a central groove, indicating contact with sharp instrumentation such as a needle. Microscopic examination of the detachment end of the exhaust tube of cylinder 2 showed surfaces to be rough and irregular. No functional abnormalities were noted with cylinder 2. Microscopic examination of the detachment end of the inlet tube of the reservoir showed surfaces to be rough and irregular. A group of partial separations, indicating contact with unshod instrumentation, was noted on the reservoir strain relief. This was not a site of leakage. A separation was noted near the poppet area of the reservoir strain relief. This was a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating contact with sharp instrumentation. Based on examination of the returned product, it was concluded that while in-vivo all pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing of cylinder 2 at the tube/strain relief junction. This was noted with the rough and irregular surfaces of the detachment ends of the exhaust tube of the pump and cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1, inlet tube and poppet area of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device over the noted 13 years combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable device was implanted approximately 13 years ago and removed/replaced on (B)(6) 2021 due to a failed ipp.